Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is very slow to rewind. The customer stated that insulin squirted out during prime. The customer will call back to troubleshoot.